Event description:
During a remote follow-up, a bluetooth (ble) issue was alleged on the device. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of bluetooth (ble) unavailable was resolved by interrogating the device using a merlin programmer, this is indicative of a ble lockout which is per device design. No further investigation is required at this time.

Event description:
Additional information was received that the device was in bluetooth (ble) telemetry lockout.